Event description:
It was reported that insulin gauge on pump displayed amount different than expected and showed static fill estimate of 65 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer was educated that this could occur due to large variance in measured pressures used to calculate remaining insulin and was informed that once actual insulin amount matched static display, fill estimate would resume counting down normally, and caller stated understanding and acknowledgment.